Manufacturer narrative:
The complainant in (B)(6) has returned the product and data logs. The investigation is on-going at this time. There is a request out to the medical facility for further clinical updates. Upon completion of the investigation, a final medwatch will be filed.

Event description:
In (B)(6) a (B)(6) year old patient admitted with myocarditis had an impella 5.0 placed via the left femoral artery to supplement and vent the previously placed ECMO. Due to the poor condition and deterioration of the patient, the team was considering an implanted vad device. After over 10 days of support, the team chose to explant the ECMO. Once weaned off of the ECMO the team performed an echo and observed mitral regurgitation (mr). The team explanted the impella, performed a mitral valve replacement, and again placed ECMO for support. Post explant of the impella the team also performed blood cultures. The blood culture was gram negative bacilli laden. The infection was thought to have been from a hematoma at the impella access site. The hematoma was surgically treated at the explant of the impella and the site was left open for vac (negative pressure wound therapy) at the medical facility in (B)(6).

Manufacturer narrative:
The investigation has completed since initial medwatch was filed. The data logs were not returned for analysis. The pump was returned and no damage was found, and no sharp edges. The visual inspection found no defects that may have increased the risk of damage to the chordae during any interaction. Without more clinical data the root cause of the chordae damage is unknown. The root cause of the infectious hematoma is also unknown. It is suspected that the extended use of the access site could have caused the infection. The failure mode will be monitored and trended.